Event description:
The customer contacted baxter's technical service center to report a connection issue while on the home choice (hc) device during use during dwell 1 of 3. The care giver(cg) stated that the daughter had disconnected the home patient (hp) and the cg needed help getting the door open to set up again. The baxter technical representative (tsr) assisted the cg to end therapy and set up again with a new cassette and bags. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer in reference to the use error of disconnecting; therefore, the sample was not requested for evaluation and a batch review will not be conducted.

Manufacturer narrative:
(B)(4). The reported issue was not confirmed. The device was not returned to baxter, precluding further device investigation. As a result, an assignable cause of the reported issue was undetermined.